Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the guiding sheath was advanced to the bifurcation from the main coronary sinus into the branch. When the left ventricular (lv) lead was inserted, perforation of the coronary vein occurred resulting in diaphragmatic stimulation. Pericardial effusion was not noted on the echocardiogram examination, therefore only follow up was performed. The lv lead was implanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.